Manufacturer narrative:
The returned meter was evaluated by the qa lab. When the meter results were downloaded, it was discovered the result of 2.3 mmol/l was actually 12.3 mmol/l. The a, b, and c segments were missing in the tens unit, so the 1 did not show up in the glucose reading.

Event description:
A customer in (B) (6) alleged that her older contour read lower when compared with her newer contour meter. She stated that one contour read 2.3 mmol/l, while the other meter read 13.2 mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's meter was returned for evaluation. A replacement meter was sent to the customer.